Event description:
It was reported that during testing it was identified that the reciprocating arm was damaged. There is no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the rpms were out of specification on the low side. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south korea. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were out of specification and low and some components were worn. The motor, reciprocation arm and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.